Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as the patient did not perform hand washing appropriately. Two days prior to onset, the patient was hospitalized for an unrelated event. On an unreported date, the patient was treated with tobramycin 80 milligrams a day intravenously for 10 days for the peritonitis event. After eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. At the time of this report, the patient was not retrained on proper aseptic technique. Additional information was requested, but is not available.